Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient found his pump cable disconnected from the modular cable. The patient was unable to completely lock the connection between the modular cable and the pump cable and the yellow line remained visible. The driveline communication fault alarm was activated. Log files were downloaded at the hospital which confirmed the disconnection and the repeated attempts to reconnect the driveline which started the driveline communication fault. The modular cable and controller were exchanged. And the alarms resolved. Modular cable related MFR # 2916596-2023-00705. Pump related MFR # 2916596-2023-00707.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of driveline communication faults. A review of the log files showed overlapping events spanning approximately 5 days (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. There were no other notable alarms active in the log file that would indicate an issue with the system controller. The observed driveline communication faults in the log file were determined to be related to the modular cable. The returned system controller was functionally tested on a mock loop and operated the pump without any alarms or issues activating. Additional provided information indicated that the patient was unable to provide any addition details as to how or why the cables were disconnected. The root cause for the driveline communication faults were not correlated to an issue with the returned controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.